Manufacturer narrative:
During an interventional endovascular procedure, an 80 cm. Powerflex pro 10 mm. X 2 cm. Balloon catheter (bc) ruptured at six atmospheres (6 atm.) During post-dilation of a smart 10 x 6 stent. The product was removed. Another powerflex pro 10 x 4 bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was reported to be unknown. No target lesion characteristic information was provided. A 6 fr. Non-cordis sheath and unknown .035¿ guidewire were used for the procedure. Additional information received indicated that there was no reported product issue with the smart 10 x 6 stent that was implanted. There is no target lesion/target lesion characteristic information available. The approach for the procedure is unknown. It was not known if the balloon burst occurred during the first inflation or how many times the balloon was inflated prior to the reported product issue. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. The product was not returned for analysis. A device history record (DHR) review of lot 16113173 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics or procedural factors of the presence of a previously implanted stent may have contributed to the reported event as a stent may cause damage to a balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Please note that this is the initial/final report for this file.

Event description:
As reported, during an interventional endovascular procedure, an 80 cm. Powerflexpro 10 mm. X 2 cm. Balloon catheter (bc) ruptured a six atmospheres (6 atm.) During post-dilation of a smart 10 x 6 stent. The product was removed. Another powerflexpro 10 x 4 bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was reported to be unknown. No target lesion characteristic information was provided. A 6 fr. Non-cordis sheath and unknown .035 guidewire were used for the procedure. Additional information received indicated that there was no reported product issue with the smart 10 x 6 stent that was implanted. There is no target lesion/target lesion characteristic information available. The approach for the procedure is unknown. It was not known if the balloon burst occurred during the first inflation or how many times the balloon was inflated prior to the reported product issue. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown.